Event description:
My incident can be viewed in this (B)(6) doc: (B)(6). Many tests were performed prior to explant and also after showing improvement. The skin issue seems to be permanent. All of these items can be viewed in the contained (B)(6) doc link I mentioned above. FDA safety report ID# (B)(4).